Manufacturer narrative:
Insulin pump had missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to lcd damaged. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. The customer was reported that she has to press the esc and turned the backlight on to see what she was trying to bolus. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer need to be replace the insulin pump. The insulin pump will be returned for analysis. .